Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. It was reported the patient desaturated and was manually ventilation. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device did not power on and had an inaudible alarm. It was reported the patient desaturated and was manually ventilation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce an inaudible alarm but confirmed the device did not power on. Visual inspection of the main circuit board revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device did not power on due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).